Manufacturer narrative:
Device is combination device.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 36x3.50mm, concentric, de novo, target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following predilatation, the 38x3.50 promus elite was introduced and significant resistance was encountered while advancing. The stent was deployed and post dilated with a non-compliant balloon at high pressure of 20 atm. Afterward a distal edge dissection was noted which was covered with another 38x3.00 promus elite stent. The patient was stable and responding well to medicines.